Manufacturer narrative:
(B)(4). The lot number is unknown and therefore the date of manufacture cannot be determined. Per information provided in the oximax maxfast direction for us in regards to possible causes for pressure marks.

Event description:
It was reported to covidien that patient's forehead had 'x4 stage 4 pressure areas the size of 5cent coin'. It was noted that the sensor was changed on patient's forehead from left to right every 12 hours, over approximately 30 hours. It was reported that patient was using the headband along with the sensor.